Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary. There was no adverse impact to the customer¿s blood glucose level.